Event description:
As reported to coloplast though not verified, the patient experienced pain, suffering, disability, impairment , loss of enjoyment of life, inability to engage in chosen and necessary activities, physical injury, loss of care, comfort. Guidance, support.

Event description:
As reported to coloplast though not verified, the patient experienced pain,suffering, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, physical injury, loss of care, comfort, guidance and support

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device still implanted.